Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 7.8 cm to 9.9 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that during a routine follow up, stored episodes for ventricular fibrillation caused by a noise on the atrial channel were observed. The noise could be reproduced with provocative maneuvers. All electrical measurements were acceptable and stable. The right atrial lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.